Event description:
Per circulating rn report: "using the device to suture, the suture broke in half, one half of suture was retained in device; the other half of suture was found in pt; dr reviewed suture, measured against an unused one, and all parts of the needle were accounted for." Event abated after use.